Event description:
I had a spinal fusion done at the (B)(6) hospital. They fused my 1-4/1-5 s-1 and they used bmp also. My surgery was done from the back. Not even 3 months later, I was back in the hospital to have bony overgrowth removed in (B)(6) 2011. Since then I have had horrible pain. Even had to resign from my job. I also had a spinal cord stimulator implanted, but nothing has worked. I have just recently heard that bmp was only supposed to be used for back surgery done from the front, so I'm upset because I'm (B)(6) old, I have had 4 major back surgeries and now I have this bmp in me that is pushing on my nerves causing horrible pain to my legs and back. I will be having another surgery at (B)(6) hospital ((B)(6) 2013) to have the bmp overgrowth removed off my nerves. Reason for use: to help vetebrae fuse faster.